Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: we have had a problem with 2 18f manta devices. It is with the sheath, which does not allow the device to fit properly and advance into the femoral artery. On both occasions we had to open another device for a replacement sheath. Associated to: MDR 3010252479-2022-00096 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered complications while attempting to advance the bypass tube into the sheath hub. The entire manta sheath and closure unit were removed off the guidewire and a new 18f ce manta was opened and deployed without further complication. Associated to MDR fu-3010252479-2022-00095 manta.

Event description:
Associated to: MDR 3010252479-2022-00095 manta.